Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break in the hypotube shaft 830mm proximal from the mid-shaft bond and a severe kink on the hypotube shaft 9mm distal from the break. The shaft itself appears to have broken at the point of a severe kink. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft kinked and crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 12mm in length target lesion was located in the mildly tortuous, moderately calcified and 2.75mm in diameter obtuse marginal artery. The lesion contained a <=45 degrees bend. The lesion was predilated using a 1.5 and 2 s balloon catheter. A 2.75x16mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. The physician faced resistance while trying to cross the lesion. It was noted that the shaft of the stent got kinked. The procedure was completed with the implant of a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.